Event description:
During a periodic programming history review it was found that a patient's device showed high impedance on a system diagnostics test, and then tested with impedance within normal limits afterwards on the same day. The impedance history shows that the impedance fluctuated between high and normal throughout august. No additional information has been received to date. Surgical intervention has not been reported to date.